Event description:
A low glucose reading issue was reported with the Abbott Diabetes Care (ADC) device. The customer reported a glucose result of 55 mg/dL on the ADC device and a contemporaneous fingerstick result of 100 mg/dL obtained using an unspecified blood glucose meter. The customer also reported persistent sensor readings in the 50 mg/dL range, including a sensor result of 55 mg/dL compared to a hospital laboratory glucose result of 189 mg/dL. The customer identified a diagonal-downwards trend error, and when the results were plotted on a Parkes Error Grid, they fell into the C Zone, indicating a clinically significant difference. The sensor had been in use for approximately 2 days at the time of the event. No symptoms were reported; however, the customer sought hospital evaluation due to persistent low sensor readings. The customer indicated the low readings resulted in an unable-to-treat-self situation. Exact timing of the glucose comparisons was not provided, and it is unknown whether treatment was administered.There was no report of death, serious injury, or mistreatment associated with this event."

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.All pertinent information available to Abbott Diabetes Care has been submitted.